Event description:
As indicated in the journal article "fully-covered esophageal stent migration rates in benign and malignant disease: a multicenter retrospective study", it is reported that the patient required removal of the esophageal fully-covered self-expanding metal due to "other non-defined complications in malignant indications."